Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/ migration of essure device location of device: uterine wall') and embedded device ('essure device was in the uterine wall / left essure device may be located within the uterine myometrium') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "placement of the additional inserts more medially in each of fallopian tubes / additional bilateral essure micr0-insert". The patient's medical history included breast prosthesis implantation and urine odour abnormal. Concurrent conditions included vaginal discharge, genital bleeding, cramp in lower abdomen, depression, vaginal discharge, menses irregular and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device expulsion ("malposition of essure device location of device: 1st time placed not placed correctly/migration of essure device location of device: uterine wall"), genital haemorrhage ("heavy bleeding"), mental disorder ("psychological or psychiatric problems"), chromaturia ("bladder or urinary problem or changes: abnormal urine colour"), back pain ("right lower back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and thrombosis ("other injury(ies) or complication (s) please describe: blood clots."). The patient was treated with norethisterone acetate (aygestin). Essure treatment was not changed. At the time of the report, the uterine perforation, embedded device, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, mental disorder, chromaturia, dysmenorrhoea, back pain, abdominal pain, fatigue and thrombosis outcome was unknown. The reporter considered abdominal pain, back pain, chromaturia, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, mental disorder, thrombosis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: (B)(6) 2013, (B)(6) 2014. Essure device place in left fallopian tube to gold ring and device deployed. Coils disappeared into tube with no coils in endometrial cavity. On the right tube, them was difficulty getting the device to go into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: essure device was in the uterine wall. No evidence of perforation of uterus. Left essure located within the uterine myometrium. Possible abnormal placement of one of the essure as per radiology. Hysterosalpingogram - on (B)(6) 2014: the proximal end of the inner coil of the left essure device appears to measure greater. Than 3 cm from the uterine cornua.; on (B)(6) 2014: malposition of essure device. Additional bilateral essure micro-insert. Pregnancy test - on an unknown date: negative. Ultrasound scan - on an unknown date: essure devices and one was possibly misplaced. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, menorrhagia, genital bleeding, back pain, thrombosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event bladder or urinary changes updated to bladder or urinary problem or changes : abnormal urine color. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/ migration of essure device location of device: uterine wall') and embedded device ('essure device was in the uterine wall / left essure device may be located within the uterine myometrium') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "placement of the additional inserts more medially in each of fallopian tubes / additional bilateral essure micr0-insert". The patient's medical history included breast prosthesis implantation and urine odour abnormal. Concurrent conditions included vaginal discharge, genital bleeding, cramp in lower abdomen, depression, vaginal discharge, menses irregular and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device expulsion ("malposition of essure device location of device: 1st time placed not placed correctly/migration of essure device location of device: uterine wall"), genital haemorrhage ("heavy bleeding"), mental disorder ("psychological or psychiatric problems"), chromaturia ("bladder or urinary problem or changes: abnormal urine colour"), back pain ("right lower back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and thrombosis ("other injury(ies) or complication (s) please describe: blood clots."). The patient was treated with norethisterone acetate (aygestin). Essure treatment was not changed. At the time of the report, the uterine perforation, embedded device, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, mental disorder, chromaturia, dysmenorrhoea, back pain, abdominal pain, fatigue and thrombosis outcome was unknown. The reporter considered abdominal pain, back pain, chromaturia, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, mental disorder, thrombosis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: (B)(6) 2013, (B)(6) 2014. Essure device place in left fallopian tube to gold ring and device deployed. Coils disappeared into tube with no coils in endometrial cavity. On the right tube, them was difficulty getting the device to go into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: essure device was in the uterine wall. No evidence of perforation of uterus. Left essure located within the uterine myometrium. Possible abnormal placement of one of the essure as per radiology. Hysterosalpingogram - on (B)(6) 2014: the proximal end of the inner coil of the left essure device appears to measure greater. Than 3 cm from the uterine cornua.; on (B)(6) 2014: malposition of essure device. Additional bilateral essure micro-insert. Pregnancy test - on an unknown date: negative. Ultrasound scan - on an unknown date: essure devices and one was possibly misplaced. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, menorrhagia, genital bleeding, back pain, thrombosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/ migration of essure device location of device: uterine wall'), embedded device ('essure device was in the uterine wall / left essure device may be located within the uterine myometrium') and genital haemorrhage ('heavy bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "placement of the additional inserts more medially in each of fallopian tubes / additional bilateral essure microinsert". The patient's medical history included breast prosthesis implantation and urine odour abnormal. Concurrent conditions included vaginal discharge, genital bleeding, abdominal pain lower, depression, vaginal discharge, menses irregular and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device expulsion ("malposition of essure device location of device: 1st time placed not placed correctly/migration of essure device location of device: uterine wall"), genital haemorrhage (seriousness criterion medically significant), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), back pain ("right lower back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and thrombosis ("other injury(ies) or complication (s) please describe: blood clots."). The patient was treated with norethisterone acetate (aygestin). Essure treatment was not changed. At the time of the report, the uterine perforation, embedded device, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, mental disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, back pain, abdominal pain, fatigue and thrombosis outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, mental disorder, thrombosis, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as: (B)(6) 2013, (B)(6) 2014. Essure device place in left fallopian tube to gold ring and device deployed. Coils disappeared into tube with no coils in endometrial cavity. On the right tube, them was difficulty getting the device to go into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: essure device was in the uterine wall. No evidence of perforation of uterus. Left essure located within the uterine myometrium. Possible abnormal placement of one of the essure as per radiology. Hysterosalpingogram - on (B)(6) 2014: the proximal end of the inner coil of the left essure device appears to measure greater. Than 3 cm from the uterine cornua.; on (B)(6) 2014: malposition of essure device. Additional bilateral essure micro-insert. Pregnancy test - on an unknown date: negative. Ultrasound scan - on an unknown date: essure devices and one was possibly misplaced.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, menorrhagia, genital bleeding, back pain, thrombosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received: case become incident. Event injury nos remove and new events: malposition of essure device location of device: 1st time placed not placed correctly, uterine perforation/ migration of essure device location of device: uterine wall, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems, bladder problem or changes, urinary problems or changes, dysmenorrhea (cramping), abdominal pain, fatigue, and blood clots and embedded device, additional bilateral essure microinserts. Reporter and patient demographics were added. Updated suspect drug indication. Medical history added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.